Event description:
It was reported that the user experienced a hyperglycemic event after dinner, with glucose dropping and then rising above 400 mg/dl, and no device alerts or alarms were reported. Symptoms included hyperglycemia. Outcomes included no reported hospitalization or long-term impairment. Investigation included a follow-up to obtain a blood glucose questionnaire and additional event details. Investigation of this case revealed that the cause of hyperglycemia remained unclear and no device malfunction or component issue was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.